Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high impedance measurements did not result in a serious injury, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The information reveals that the device was explanted and then the alert of the out of range impedance was generated this is expected as of that moment there was no leads attached to the device, the lead remained in service with another implanted device. No allegations were reported. Our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was previously reported that this leas exhibited high impedance measurements, how ever this was a measurement taken after the device was explanted therefore the measurements in the report looked to be out of range. This leads remained implanted with another device and no allegations nor alerts were reported. No adverse patient effects were reported.